Manufacturer narrative:
Remove data reported on the initial MDR. Evaluation summary: edwards lifesciences received (1) 2800/19mm valve. As received the valve exhibited intrinsic and extrinsic, moderate to heavy calcification in the free margin of leaflet 1, heavy calcification in the free margin of leaflet 2 and minimal to moderate calcification in the free margin of leaflet 3. In the cusp areas, calcification was heavy for leaflet 1 and 3 and moderate for leaflet 2. Calcification nodules were visible on the free margins of leaflet 2. Calcification restricted mobility in the leaflets and led to stenosis. Tears in leaflets were visible at commissure 1 and 3 from the free margin into the cusp area: 2 and 3 mm at leaflet 1 and 5 and 3 mm at leaflet 3 respectively. Calcification was visible at all leaflet tear sites. The wireform was exposed at commissure 1 post and the cloth was torn/cut away at commissure 3 post in the outflow aspect. These cloth damages may have occurred during explant. Minimal host tissue overgrowth encroached onto the tissue, at both aspects and into the orifice at the greatest point by approximately 2-3 mm. Host tissue is moderate to heavy at the stent inflow and minimal at the stent outflow. The x-ray demonstrates calcification. The evaluation confirmed presence of calcification that led to the reported stenosis. The root cause of the calcification is unknown. Calcification is a well recognized failure mode of bioprosthetic valves. The mechanisms for bioprosthetic heart valve tissue calcification are not fully understood. Many factors can contribute to the onset and propagation of calcification including patient related (e.g. Patient age, disease state, immune status, and other co-morbidities), pharmacological, and intrinsic properties of the valve itself. It is widely understood that patients with chronic renal disease and prior history of calcific stenosis of the native valve may be predisposed to bioprosthetic calcification. Host tissue/pannus growth is a complex process triggered by the interaction between the host and the device and is highly variable among patients. Literature defines pannus as a type of scarring and tissue ingrowth. It is not currently possible to predict the occurrence and severity for any given patient with a bioprosthetic heart valve. A certain degree of host tissue growth is expected. However, abnormal or severe pannus growth can eventually affect the function of the valve. According to literature, pannus typically occurs between 12 months to 5 years. Since the mechanism of host tissue growth in bioprosthetic heart valves is still not fully understood, the root cause for the host tissue growth for this particular valve cannot be determined at this time. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections. Based on the information available, there is no indication of a product quality deficiency during the manufacture of the device that may have contributed to this event. Patient factors likely contributed to the event.

Manufacturer narrative:
Evaluation method: device evaluation anticipated, but not yet begun. Conclusion: device evaluation anticipated, but not yet begun additional manufacturer narrative: device history records review and device analysis in progress.

Event description:
Reportedly, the sales representative was contacted by the hospital regarding a valve explanted after an implant duration of approximately 11 years due to aortic stenosis. The operative report states that "there was pannus ingrowth on the aortic valve that extended onto the struts from the aortic wall."